Event description:
It was initially reported that there were signs of paint chipping from one of the covers at the base of the suspension (the cover over the foot of the surgical table in cvor #1). There is no actual report of paint particulates that had fallen from the component. The discovery was made by a health professional that observed the crack/chipping on the mentioned cover. There were no pts involved and, thus, no adverse consequences.

Manufacturer narrative:
There is no established expiration date for this product. An initial attempt was made to obtain the serial number of the device from the initial rptr. Further attempts will be made. Initial attempt made to collect occupation/title of the initial rptr. Further attempts will be made. Device was evaluated in the field. Device manufactured date of the device is unk at this point. This will be provided in a supplemental report. Eval summary: stryker communications conducted a visual eval of the said device within its operational environment. Upon eval, it was determined that there were signs of paint chipping rom one of the covers at the base of the suspension. The exact root cause of the paint chipping is unk at this point. Discovery was made by a health professional that observed the cracking of the cover and not any actual report of paint chipping from the component. This malfunction did not lead to any adverse consequences as there were no pts involved. This is not a single-use device.